Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) rep. Part of the human factors team and we had a study session today with healthcare staff (or staff) and they shared critical comments about intuitive products. Customer reported they lost single port (sp), monopolar curved scissor (mcs) disposable tip in the body. Customer reported they removed instrument and was missing tip and did not notice that it was missing and came off, small plastic tip was gone. Customer reported no harm to the patient, and site found the piece that fell off. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer found the tip cover accessory that came off the instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.